Manufacturer narrative:
Model number/catalog number: sc-2317-50, serial number: (B)(4), batch/lot number: 20399052, model/catalog description: infinion cx lead kit, 50 cm. The explanted devices were not returned to bsn as they were discarded by medical facility. A review of the manufacturing documentation for the devices revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient was experiencing pain and discomfort around the scs generator site. It was also mentioned that the patient had an inadequate stimulation. The patient underwent an explant procedure.